Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: birth - complication') and genital haemorrhage ('abnormal bleeding(general)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vomiting, diarrhea, urinary tract infection, chest pain, shortness of breath and pregnancy (live births: 4 (B)(6)2008, (B)(6)2011, (B)(6)2014, (B)(6)2016)). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), 4 months 14 days after insertion of essure. On (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2014, the patient experienced alopecia ("hair loss"). On (B)(6)2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/ chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, alopecia, hormone level abnormal and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent tubal ligation discrepancy noted in insertion date -(B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: essure confirmation test(s) conducted (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received- new event abnormal bleeding (vaginal) and abnormal bleeding(general) were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy: birth - complication') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/ chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, alopecia and hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient underwent tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) conducted (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter information updated. Previously reported event injury was replaced with new events: migration, pregnancy: birth complication, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain/ chronic, abdominal pain, menorrhagia (heavy menstrual bleeding), hair loss, hormonal changes, device ineffective. Lab data added. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.